Event description:
The customer reported the touch screen is not working. The customer attempted calibration and the unit stated bad touch detected. The unit was not in use, and there was no patient or user harm reported. The customer confirmed the touch screen did not work. The remote service engineer (rse) advised the customer to replace the touch screen. The customer replaced the touch screen to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
H11: correction to the previous repair information provided: the customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. Insufficient information is available to determine the resolution of the event.

Manufacturer narrative:
It was unknown whether there is patient involvement but no patient or user harm has been reported. Multiple attempts were made to obtain information regarding the patient with no response from the reporter and cannot be determined.